Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator experienced intermittent breakdowns. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device fan also sometimes displays an error message of oxygen pressure failure. The fan was checked. The flow sensor faults were detected and need to be repair in the flow center. The intermittent breakdown allegation has yet to be confirmed. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The remote service engineer said the equipment fails intermittently and will proceed to send it to the factory for verification. Arrangement have been made for the unit's collection and repair in madrid. A supplemental report will be filed.

Event description:
The manufacturer received information alleging a ventilator experienced intermittent breakdowns. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device fan also sometimes displays an error message of oxygen pressure failure. The fan was checked. The flow sensor faults were detected and need to be repair in the flow center. The intermittent breakdown allegation has yet to be confirmed. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.